Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test due to blank display. The insulin pump was received with a broken belt clip rails and cracked keypad overlay. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring was cracked and also crack in the back of the insulin pump, along the clip railings. Customer stated that insulin pump had dropped in past. Customer stated that the reservoir did lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.